Event description:
Discordant sodium (na), potassium (k), chloride (cl) and calcium (ca) results were obtained on one of four samples from the same patient (sample 3) on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them and ordered a redraw. A new sample was obtained for the patient and tested on the same instrument, resulting lower. The customer then repeated the sample with discordant results on the same instrument twice, resulting without change. The repeat results from the redraw were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, na, k, cl and ca results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data and discussed the results with the customer, who stated that sample 3 appeared to be compromised. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant na, k, cl and ca results is unknown. Sample 3 resulted without change upon repeat testing on the same instrument and other samples from the same patient resulted as expected when tested on the same instrument before and after sample 3. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.